Manufacturer narrative:
The following functional tests and communication were performed: a philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test and the device failed at manual power on test. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient. There was no report of patient or user harm.